Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. There was no image due to a printed circuit board failure. In addition, there was a defective connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the video system center reported an error and failed self-check when preparing the device for use and no image displayed. Another similar device was used to complete the procedure. The procedure was not delayed more than fifteen minutes. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. No additional information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.